Event description:
(B)(4). It was reported that a spring arm has slid out of the horizontal arm of the flat panel ceiling suspension. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
The actual device was evaluated and repaired in the field on (B)(4) 2012. Eval summary: after eval, it was discovered that the c-clip was not seated properly in the spring arm assembly. This was causing the spring arm to slip out of the horizontal arm. It is likely that the c-clip was not seated correctly upon installation of the spring arm or during servicing. The c-clip was re-installed and seated properly and the issue was resolved.